Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020; user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call 18-nov-2020 to ensure the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. (B)(6)/son is calling on behalf of the customer. The customer was concerned with tests results from all the results obtained. The expected fasting blood glucose test result range was 97-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturers expiration date is 01/16/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1 : 183mg/dl; date: (B)(6) 2020; time: 8:13am; fasting; result 2 : 307mg/dl; date: (B)(6) 2020; time: 4:36pm; fasting; result 3 : 259mg/dl; date: (B)(6) 2020; time: 4:34pm; fasting; result 4 : 227mg/dl; date: (B)(6) 2020; time: 8:45am; fasting; result 5 : 276mg/dl; date: (B)(6) 2020; time: 8:43am; fasting.

Manufacturer narrative:
H10: meter was returned for evaluation. Product testing was performed, and no defect found. Test strips were not returned for evaluation.